Event description:
It was reported that during the procedure in the heavily calcified/tortuous right coronary artery via femoral access, pre-dilatation was performed using a 2.0x12 (inflated twice at 12 atmospheres and14 atmospheres) and a 2.5x15 trek (inflated twice at 12 atmospheres)balloon. An attempt was made to advance a 3.0x23 rx xience v stent delivery system using a normal amount of force, but due to the heavy calcification and tortuosity, the stent system could not advance to the target site. The stent system was withdrawn from the anatomy without resistance. Pre-dilatation was performed again using an unspecified balloon. Prior to re-inserting the same stent system, it was noted that a stent strut was flared. The device was no longer used. No stents were implanted for treatment of the target lesion. Although there was no adverse patient effect, there was a clinically significant delay in the procedure due to the inability of the stent system to cross to the target site. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.